Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. The user reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that sometime overnight in late (B)(6) 2019 he had to go to the emergency room (ER) because of high blood glucose (hyperglycemia). He stated that overnight he was sleeping and the cannula came out from under his skin and he started to have a seizure. He was wearing the pod for 24 to 36 hours on the abdomen. The pod alarmed and woke up his wife who called 911. When he woke up there were paramedics checking his blood glucose. The patients blood glucose results were over 800 mg/dl. The paramedics took him to the hospital. When he arrived at the hospital they placed him on intravenous therapy with saline fluid because he was dehydrated. Sometime during his emergency room visit he was given insulin; he does not remember he gave himself insulin or if the hospital administered insulin. After a few hours of monitoring he was released from the hospital when he was stable. The cannula also appeared bent when the device was removed.